Manufacturer narrative:
Images from the customer's instrument were downloaded and reviewed. The presence of the e, fyb and jka antigens were confirmed on retention capture-r ready-screen (crrs), lot x182 and capture-r ready-ID (crrid), lot id081. Customer submitted samples b003102 (patient sample containing anti-e), 1666178 (external qc sample containing anti-jka) and 1603024 (external qc sample containing anti-fyb) for investigation testing. The submitted samples were tested with crrs, lot x182 on an in-house with galileo. Sample 1666178 exhibited equivocal results with cell ii; the other samples were nonreactive. Manual tube testing was performed with the samples and selected reagent red blood cells using immuadd and peg as the potentiators. Very weak to moderate reactivity was observed. Manual solid phase testing was performed with the samples using crrs, lot x182. Sample 1666178 exhibited weak reactivity with both cells. Samples b0003102 and 1603024 were negative. Manual solid phase testing was performed using crrid, lot id081. Sample 1603024 was negative with all cells tested. Sample 1666178 exhibited weak reactivity with cells, 4, 5, 7, 8, 9, 11, and 12. The complaint appears to be related to the nature of the samples. A service call was performed and the residual wash volume was reduced and the 100 ul syringe was liquid supply filter were replaced. The system was tested and operated within specifications.

Event description:
Customer reported unexpected negative reactions on the galileo on a patient sample submitted by another facility for antibody identification. Customer performed abid, dat, and abo/rh on the galileo. Customer stated that the abid was initially negative on the galileo. They performed an antibody screen by manual tube method and 1+ reactivity was demonstrated. An anti-e was identified by tube testing. Customer repeated the abid on the galileo on the sample and received a 1+ positive reaction for cell # 7 but all other cells were completely negative.